Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second device: 1221934-2016-10010. (B)(4).

Event description:
Autocapture diving board ((B)(4)) did not work, could not retain the sutures within the diving board. Healix advance 5.5mm ((B)(4)) after passing the limbs of the sutures through the tissue, whilst sliding the knot, both the sutures broke. Upon checking the sutures did not break distally, it broke almost near the middle. The procedure was completed with same like product with a delay of 30 minutes. Both devices were used on the cuff. First anchor was not removed, additional hole was created for second bone anchor